Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted from the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.